Event description:
Customer reported experiencing high blood glucose readings of 500 mg/dl all day and has been treating with manual injections. Customer stated that they woke up with blood glucose readings of 425 mg/dl. Customer gave himself insulin with the bolus wizard and noticed the insulin pump counting as soon as he pressed act. The next time customer checked his blood glucose readings the meter read high. Customer reported that this has occurred multiple times. Customer stated that the only way he is able to bring his blood glucose readings down is by needles. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Two no delivery alarms were noted in the alarm history. Customer's recent blood glucose reading was reported to be 158 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm was noted. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.